Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed coagulated blood and host tissue attached to the valve and frame. There was no evidence of distortion or damage to the frame. All leaflets were slightly stiff but flexible except where host tissue and/or coagulated blood extended on the inflow and outflow. All leaflets were intact. All commissures were intact. Glistening off-white pannus lined the outflow margin of attachment of leaflet 2. Pannus partially lined the outflow margin of attachment of leaflet 1 extending to the frame. Pannus remained attached to the skirt and frame. A piece of coagulated blood that remained attached to the frame hovered over leaflet 3 on the outflow. Remnants of brown coagulated blood or initial thrombotic host tissue remained attached to the skirt, inflow and outflow of all leaflets and frame. Radiography showed no evidence of mineralization in the valve and/or host tissue and no evidence of frame fractures. Conclusion: there were no findings during device analysis to determine a causal relationship with the reported regurgitation or "floppy structure/fluttering leaflet". It is likely that the initial deep implant depth may have led to the regurgitation (as reported), however an echocardiography recording was not provided and a definitive root cause cannot be determined at this time. Similarly, as no echocardiography imaging was provided, the reported "floppy structure" cannot be confirmed, identified, or further investigated at this time. The provided information and medtronic's investigation indicates no device quality deficiency related to this event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Product analysis: the valve remains implanted and will not be returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that four months following the implant of this transcatheter bioprosthetic valve ((B)(4)) a second valve ((B)(4)) was implanted valve in valve due to moderate central regurgitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that during the implant of this transcatheter bioprosthetic valve (31mm), the valve was implanted deep in the annulus. Three months post implant a ¿floppy structure¿ possibly a ¿fluttering¿ leaflet was noted inside the frame. An echocardiogram indicated moderate central regurgitation due to the deep initial implant. Subsequently, four months after the implant, a second smaller transcatheter bioprosthetic valve (29mm) was implanted, valve in valve. It was reported that this implant was also deep. Following the procedure, the patient had an anaphylactic reaction to protamine and died. Death was not related to the product. Correction: the valve was later explanted; however, has not yet been returned. Upon receipt of the valve, analysis will be performed. (B)(4).